Event description:
It was reported that during a routine device changeout the right ventricular (rv) lead had high impedances when connected to the new device. The rv lead was disconnected and reconnected to the new device twice and both times there were high impedances. It was noted that the rv lead may have been damaged during explant of the device. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The programmer save-to-disk (s2d) file data lead trends show high impedance for right ventricular (rv) lead defib impedance last measured "rv defib > 200 ohms".

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was further reported that a possible lead fracture was suspected of the right ventricular (rv) lead.